Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code reportablecode captures the reportable event of detachment of device or device component. Block h6: patient code e2008 captures the reportable event of foreign body in patient.

Event description:
It was reported to boston scientific corporation that an orise proknife 2.0 mm electrode was used during an endoscopic submucosal dissection procedure. During the procedure, the needle detached and fell into the patient. The needle remains in the patient. The procedure was completed with another orise proknife. No specific information on the patient's condition.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of electrode detached. Block b5 was updated based on the information received. Block h11: investigation results. The returned orise proknife was received for analysis. The device was returned without any visible failure. A functional inspection was performed and revealed that the electrode was able to extend and retract completely without any issue. The reported event was not confirmed. Based on the available information, the device returned without any visible failure, and after a functional inspection, the electrode was able to extend and retract completely without any issue. Therefore, a review and analysis of all available information indicates the most probable root cause is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an orise proknife 2.0 mm electrode was used during an endoscopic submucosal dissection procedure. During the procedure, the needle detached and fell into the patient. No attempt was made to retrieve the needle. The needle remains in the patient. The procedure was completed with another orise proknife. No specific information on the patient's condition.